Manufacturer narrative:
Evaluation: device evaluation of the monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. As received, the monitor would not power up past the first splash screen. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was resetting.